Event description:
Caller reported cgm error 42. Caller¿s blood glucose level was within normal range at the time of the error. Technical support provided complete pump reset information and assisted caller in resetting the pump. After the reset, pump did not display the cgm error code again, and caller successfully started their sensor session.